Event description:
A 10ml syringe was drawn up with medicine to be injected in knee. Syringe handed to physician who started injecting into left knee. Medication began leaking out of break in syringe that was not obvious.